Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the insulin pump had a partial display. The customer's blood glucose level was unknown at the time of the incident. The reporter stated that the insulin had a blank display and when the battery was change, only partial display returned. The reporter was not with the customer and troubleshooting was not performed. The insulin pump will not be returned for analysis.